Event description:
The customer reported a gravity secondary infusion backed up into primary IV tubing and they suspect a back check valve failure. The customer further reported that there was no pt harm or medical intervention and that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The customer stated that the device was discarded. Unable to determine the cause of the customer's reported event because the device was not returned for eval.